Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned. A photo-investigation was performed on the images. Upon inspecting images, the tfna helical blade was observed to be migrated medially towards the pelvis and therefore is confirmed. The root cause for the reported event cannot be determined from the available information. Manufacturing record evaluation could not be performed as lot number information was not available. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion the complaint condition can be confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient birth year: (B)(6). 510k: this report is for an unknown tfna helical blade/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient was treated with a trochanteric fixation nail-advanced (tfna) and blade on (B)(6) 2021 to treat a trochanteric fracture. The blade was in the nail and was then removed due to repositioning the nail, and then inserted through the nail again. The blade seemed to be locked. The blade migrated into the pelvis postoperatively. The tfna nail, blade and screws were removed on (B)(6) 2021. No further information provided. This report captures the post-event in which the first case, the blade was in the nail and was then removed due to repositioning the nail, and then inserted through the nail again and related complaint (B)(4) captures the post-event in which the blade was locked and migrated to the pelvis. This report is for one (1) unknown tfna helical blade. This is report 1 of 2 for complaint (B)(4).